Event description:
Received a report indicating that unit began to alarm low pressure continuously. The pt's husband added more air to trach cuff as per respiratory therapist "overinflated cuff". The pt was admitted to the ER due to bronchospasm. As per rt, the pt was discharged the following morning. Covidien inspected the device and customers alleged failure could not be duplicated.